Event description:
The anterior cut to place the femoral implant, was performed with a cut block of which the placement was guided by the device. A notch of 3 mm in the anterior cut for the femur was noticed during surgery after the cut was performed. A notch verification using an angel wing check was not performed.

Manufacturer narrative:
The narrative of the event provided by the complainant shows the provided surgical technique was not followed completely. In particular, a described step to verify the absence of notching was skipped. Therefore, a failure to follow the instructions is considered part of the investigation conclusion. The returned device was evaluated. This shows the produced device met the design specifications and was not deformed during use. An evaluation of the pt specific design specifications is in progress. An additional report will be submitted after completion of this evaluation.